Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification during a routine supply change. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 197 mg/dl. During troubleshooting with tandem technical support, the customer reloaded the cartridge and completed the load sequence successfully. Insulin delivery was resumed.